Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to see the reading and he observed only a piece of the trending arrow on his adc freestyle libre reader. Customer further reported he experienced symptoms described as ¿high cold sweating and passing out" and reportedly received unspecified treatment by a health care professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did power on with the home button. The readers built in test was performed and the built in test was satisfactory. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to see the reading and he observed only a piece of the trending arrow on his adc freestyle libre reader. Customer further reported he experienced symptoms described as ¿high cold sweating and passing out" and reportedly received unspecified treatment by a health care professional. No further information was provided. There was no report of death or permanent impairment associated with this event.